Event description:
A physician reported that a pt experienced a severe vaso-vagal response, severe pain and cramping during and immediately after an essure procedure. The physician transported the pt to a hospital where she removed the essure micro-inserts.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.